Event description:
Customer was hospitalized for dka. The customer was treated with an insulin drip. The cause of the event may be due to the customer being unable to calculate boluses correctly. At the time of the call, the customer did not have the pump to troubleshoot. The customer was instructed to call back when customer has the pump in their possession. Furthermore, the customer was advised that a rep will contact about add'l pump training. No further details.